Event description:
It was reported that the 6947 lead was fractured. The lead was explanted and replaced. During the replacement procedure, the physician attempted to place the 6935 lead but it was too large to be passed. The 6935 lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the 6947 lead was fractured. The lead was explanted and replaced. During the replacement procedure, the physician attempted to place the 6935 lead but it was too large to be passed. The 6935 lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and no anomalies were found. There was blood in/on the helix mechanism. Several conductors were distorted suspected to be due to the implant procedure. (B)(4): only a portion of the lead was returned in segments and no anomalies were found in those segments. The defibrillation conductor was distorted. There was blood on several conductor at various locations throughout the lead. The outer insulation and overlay tubing was breached due to cuts. There was cosmetic depressions on the outer insulation. The helix was bent. There was blood in/on the helix mechanism and sleeve head. The tip seal was observed to be out of position. The lead was stretched suspected due to the explant procedure. Correction: operator code for the attempted implant lead was previously listed as lay/patient was changed to physician.